Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded.

Manufacturer narrative:
Event date: exact date unknown, event occurred 2 weeks after patients implant date. Explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7003172. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 22186648.